Event description:
It was reported the device and the rv lead were replaced due to the patient having received 19 shocks due to noise. No further patient complications were reported as a result of this event. Additional information received reported the device had sensing difficulty and no pacing output. The lead was capped due to high impedance of >3000 ohms, oversensing, and no capture. The patient and physician elected to replace the system with a brady system as the patient had been traumatized by the inappropriate shocks, and her ejection fraction had improved by approximately 50%.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.